Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient received a vibratory alert and presented remotely via merlin.net transmission. Upon review, the right ventricular lead's high-voltage lead impedance was trending upward. No other electrical anomalies were noted. The patient was brought into clinic on (B)(6) 2017 and an x-ray was performed; no anomalies were noted. It was decided that the patient would continue to be monitored. On (B)(6) 2018, the high voltage impedance was high and out-of-range. The patient was brought in on (B)(6) 2018 and the lead was reprogrammed. The patient was stable.